Event description:
A report was received that the patient's lead was protruding from her forehead. The physician explanted a lead. The device was working properly. The patient was reportedly doing well after procedure.

Manufacturer narrative:
Explanted lead will not be returned to bsn as it was discarded by medical facility. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.